Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.